Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I had physical trauma and a rupture in her breast implant".

Event description:
Patient reported "I had physical trauma and a rupture in her breast implant." This is for the right side. Device is still implanted.